Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Arrythmias can occur if the impella is not correctly positioned. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Event description:
An impella cp device was inserted into the left femoral artery in a 76-year-old male patient with a past medical history of coronary artery disease (cad), presenting in scai stage a shock, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient had a low hemoglobin/hematocrit. Three units of packed red blood cells (prbcs) were given. In addition, the patient had a run of ventricular tachycardia (vt). A lidocaine drip was started. An echocardiogram was done, but positioning was unknown. The post-procedure outcome is survived at explant. Arrythmias can occur if the impella is not correctly positioned. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary ==> ppae (tachycardia / anemia) : the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.